Event description:
The user intermittently received questionable high creatinine jaffe (creatinine) results that repeated lower. The user provided data for five patient samples. All results are in mg/dl. Patient sample 1 initial result was 5.4 and was reported outside the laboratory. The doctor called on (B)(6) 2011 questioning the result and requested repeat testing. The sample was repeated on the same analyzer where it recovered 1.3. On (B)(6) 2011, patient sample 2 initial result was 3.1 and was reported outside the laboratory. The patient was then sent to the ER for repeat testing where a normal value was generated. The user did not have the actual recovery from the ER specimen. The patient was not treated and was released from the hospital. The doctor called on (B)(6) 2011 requesting they repeat testing on the original sample. A result of 1.3 was obtained. The user then pulled a report of all patient samples with creatinine results above 2.0 with normal blood urea nitrogen (bun) results and found six specimens that met this criteria. They repeated creatinine testing of all 6 samples on (B)(6) 2011 and provided the results for three patient samples which were discrepant. Patient sample 3 initial result on (B)(6) 2011 was 3.9 and the repeat result was 1.1. Patient sample 4 initial result on (B)(6) 2011 was 2.4 and the repeat result was 0.8 patient sample 5 initial result on an unknown date was 2.1 and the repeat result was 1.6. No adverse events were alleged regarding the issue. The lot number of the creatinine reagent was not provided. The field service representative determined there was an optical failure. He checked all the mechanics of the instrument and could find no signs of failure. He replaced the heat cut filter and ran performance and precision testing could find no variance of results.